Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Customer had two expired licox catheters in their refrigerator. They expired on 09/30/2014. They had a patient come in who needed one on (B)(6) 2014 and they decided to implant one of the catheters even though it was expired. There was no patient injury. Additional information was requested and on (B)(6) 2014, the following was provided by the customer: the patient was an (B)(6) male, possibly (B)(6) who the customer thought had a head bleed. The product was placed to monitor pressures/swelling because "they did not believe the evo readings based on the CT scan." No other information provided.